Event description:
Complainant alleged that during functional testing, the device failed for high impedance and was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device history logs. However, the device was put through circuit and impedance testing and shock testing without duplicating the rerport. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.